Manufacturer narrative:
The investigation determined that 541-014 (luminometer data invalid) condition codes occurred with multiple patient samples using vitros anti-hbc igm reagent on a vitros eci immunodiagnostic system. The most likely assignable cause of the 541-014 condition codes is an issue with the reagent metering system as an ortho field engineer replaced multiple components associated with the reagent dispensing system including the reagent metering probe, the stepper motor and multiple valves and tubing. Following the service actions acceptable instrument performance was obtained by the customer when using all tests on board. Ortho has decided to conservatively report this issue. It was not possible to definitely rule out that samples were not or would not be affected by the identified issues with the reagent metering system. The customer made no allegations that patient results were affected; however the investigation cannot conclude that patient results were not affected or would not be affected if the event were to recur.

Event description:
The investigation has determined that the vitros eci immunodiagnostic system posted 541-014 (luminometer data invalid) condition codes when running vitros anti hbc igm reagent. The occurrence of 541-014 condition codes may be indicative of an analyzer issue that could cause biased patient results leading to potential inappropriate medical actions. The customer stated that no patient results were questioned and there were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4) and /qerts reference number (B)(4).